Manufacturer narrative:
Initial.

Event description:
It was reported that the user, who wears an ilet with a libre 3 plus cgm, experienced fluctuating glucose with a low of 60 mg/dl and a high of 223 mg/dl, received a low alert, and felt overwhelmed, removed the pump, and reverted to backup therapy after stabilizing; review indicated a missed lunch announcement followed by automated corrections for hyperglycemia and then a dinner announcement at 87 mg/dl while insulin-on-board from corrections likely contributed to subsequent hypoglycemia. Symptoms included sweating, dizziness, and malaise during low and high glucose episodes consistent with hypoglycemia and hyperglycemia. Outcomes included treatment with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified related to meal announcements and timing, and an improper or incorrect method associated with the user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.